Event description:
The patient was found unresponsive before coming to the hospital and had a history of hypertension. The patient presented with a nihss score of 20 and was first treated for a stroke in the left m1 with 90 mg IV tpa and one pull with the merci retrieval device. The penumbra system 054 was then used with a rapid transit guide wire. During the procedure, the ica was dissected. This event was not considered a serious adverse event with a severity rating of moderate, definitely related to the penumbra system and possibly related to the angiographic procedure. The dissection resolved and remedial therapy was administered. This MDR is associated with MDR is associated with MDR 3005168196-2010-00563.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: vessel dissection is a potential adverse event with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The report of these events came from data collected for the post-market clinical study 054.